Event description:
It was reported by the company representative that at the end of the procedure, after the surgeon had removed the scope from the abdomen, the scrub technician placed the lighting/visual instruments on the patient while they were still connected to the light source unit. Further, the scrub technician's gown was burned as the tip of the laparoscope was pressed against the gown for several minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.